Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, multiple users cannot see any patient or medication in these 2 devices. No option to select any patient or medications. The customer reported that the malfunction occurred during medication dispensing, preventing the user from accessing the medication and resulting in a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 22-sep-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the user could not see any patients or medications. A technical support specialist (tss) dialed into the server and confirmed that both devices were currently assigned to the gyn specialty area. Then the tss found that found that the user did not have this area assigned. Further the tss guided customer how to assign area for each nurse account. Then the customer confirmed that the issue resolved after adding the area to the number. The system functioned as intended after the technical support specialist guided the customer.